Event description:
.

Event description:
It was reported that during a sigmoid procedure, the staples would not release. The reload did not deliver any staples, yet another reload from the same lot number worked properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested on (B)(4) 2011, but no response was received.

Manufacturer narrative:
(B)(4). Based on the new information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information received stated that, "the device did not fire (no cut, no staple)."

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.